Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms included some drainage. The patient was placed on antibiotic treatment and underwent a revision procedure wherein the pocket site was relocated and the ipg was replaced per physician's preference. No device malfunction was suspected. The infection was believed to be procedure related. The patient was doing well postoperatively.